Event description:
A customer reported potential discrepant patient results for prostate specific antigen (psa) on the aia-900 analyzer. The customer stated there were (2) samples that were inadvertently switched when reporting to patient physician. The customer programmed the two patient samples incorrectly during initial entry. The two patient samples were reported as less than low and 5.9ng/ml (acceptable range 0.05-100.00 ng/ml). The physician questioned the 5.9ng/ml result due to expecting a less than low result. The customer then reran the sample and received a result of less than low, which is consistent with the patient's result history. The customer stated the tubes were also rerun using barcodes and got the same correct expected results. The customer checked the transmission to the laboratory information system (lis) and it had sent the result shown at the instrument. Upon further review, the customer found there was an error on the error log for barcode mismatch during the time of the initial patient sample run. This indicates user error when loading and programming tests and samples. Placing the samples correctly resolved the issue. The aia-900 analyzer is operating as expected. No further action required by technical support specialist (tss). There was no patient harm or treatment change due to the potential discrepant result.

Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The analyte application manual for prostate specific antigen states the following: evaluation of results, quality control, in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure, for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack pa, the highest concentration of prostate specific antigen measurable without dilution is 100 ng/ml, and the lowest measurable concentration is 0.05 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 50 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated or decreased psa values. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause was due to the user inadvertently mixing up the patient samples, user error.